Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the patient's left hip was revised after patient complaint of clicking. Intra-operatively, it was noted that the neck of the stem was impinging on the titanium sleeve of the ceramic liner. The shell, liner, and head were revised. There are no allegations against the head or shell. Patient was revised to a trident shell with an mdm/adm liner construct and new femoral head. Rep reported that no further information will be released by the hospital or surgeon.